Event description:
The rptr is the pt. He received bak spinal implant cylinder on 2/16/98. He has a history of degenerative disk disease with instability in the l-5/s-1 area. He has been in chronic pain since the implant of the device. The pain has doubled since that time. After the surgery, he was advised to be pt; that the area had to heal. The pain has not improved. His physicians have treated him by providing pain medication. He is almost to the point of having a morphine pump. He wondered if the device was inserted correctly, even though magnetic resonance images appear to show that the surgery was fine. He feels something is wrong. His dr dismissed the notion. He was advised there was nothing that could be done. He feels as if it was not centered, that it was off to the left. It seems to be tipping out of the spine. Also, could it have been implanted too deeply? He will be pursuing a second opinion.